Event description:
During routine testing of the device at the service center, the service technician reported the calibrator failed the mix gas transducer test. The calibrator printed circuit board was replaced in order to correct this problem. The device was originally returned for falsely detecting a blood parameter probe. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.